Manufacturer narrative:
Event date: (B)(6) 2019. Date of report: 24jan2019 . International UDI #(B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that an error 1208 occurred (oxygen not available). The device was in use at the time of the event; however, there was no patient harm. The patient was switched to another ventilator. Event date not specified; estimate used.

Manufacturer narrative:
Date of report : 20feb2019, date rec¿d by MFR : 13feb2019. The manufacturer's field service engineer (fse) performed troubleshooting and was unable to duplicate the error; however, the error was confirmed in the device history report. The fse investigated the reported event; however, no abnormalities were found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.